Event description:
A report was received regarding a broken screw head. The patient underwent a tlif procedure, l5 - s1, (B)(6) 2011. A routine, follow-up, post operative x-ray revealed that the head of a screw had broken off. The patient has been asymptomatic. No plans for revision or other treatment have been identified at this time.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.